Event description:
The customer reported that the patient cannot hear the doctor. Philips service verified that there was no rescan or harm to the patient. Philips service verified the problem and was also informed that the doctor could not hear the patient at the system console. Philips service determined that a cable on the audio board was disconnected and reconnected it, which allowed the patient to hear the doctor. Philips service further determined that the doctor not able to hear the patient was the result of a failed microphone in the gantry and replaced it, which resolved the issue.

Manufacturer narrative:
We will file a follow up MDR at the completion of the investigation. (B)(4).